Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the analysis of a lead complaint ((B)(4)), some of the data stored in device memory were found not available. Consequently, subject complaint was opened to investigate that event.